Manufacturer narrative:
Block b5 and block h6 have been updated based on additional information received april 17, 2023. Block d4 and h4 the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e2330 captures the reportable event of pain.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on an unknown date. The patient underwent a spaceoar vue hydrogel placement prior to the radiation treatment. The patient received radiation treatment in an unknown period in 2022, which he finished in the same year. The patient reported experiencing increased pain that required further medical treatment, during the follow up examination the ulcer and abscess were discovered. The problem was outgoing the following five months since the discovered ulcer and abscess. The patient's current condition is unknown. No further information has been obtained despite good-faith efforts. Additional information received on april 17, 2023, the patient reported to boston scientific corportation that the spaceoar vue was used during a spaceoar vue placement on (B)(6), 2022. After the hydrogel placement procedure, the patient received twenty-seven radiation treatments form (B)(6) to (B)(6), 2022. On (B)(6), 2022, a magnetic resonance imagining (MRI) showed the hydrogel was placed when the problem was ongoing, before the first MRI the patient has a sigmoidoscopy that confirmed the ulcer. It was also reported that a cystoscopy was performed to ruled out possible bladder issues caused by fissures. The patient hadn't been hospitalized, however had required many out-patience services including daily oxygen treatments. The patient reported that had to received medication for the pain, muscles relaxing and constipation. The patient started his hyperbaric oxygen treatment on (B)(6), 2023. The patient reported that he still feels pain and continuo with his oxygen treatments.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, on (B)(6) 2022, was chosen as a best estimate based on the event details. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Patient code e2330 captures the reportable event of pain.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was used during a spaceoar vue implant procedure on an unknown date. The patient underwent a spaceoar vue hydrogel placement prior to the radiation treatment. The patient received radiation treatment in an unknown period in 2022, which he finished in the same year. The patient reported experiencing increased pain that required further medical treatment, during the follow up examination the ulcer and abscess were discovered. The problem was outgoing the following five months since the discovered ulcer and abscess. The patient's current condition is unknown. No further information has been obtained despite good-faith efforts.